Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s same sample was retested on a different platform the genexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal swab and copan universal transport media, 3 ml. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from spain alleged that they received potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n 19128). The customer reported that on july 08, 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s same sample was retested on a different platform the genexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal swab and copan universal transport media, 3 ml. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
Added that patient was not symptomatic at the time of testing. Removed the statement that the investigation to assess the customer allegation has not yet been completed. Populated method eval method codes. Corrected eval conclusion code to only include "cause trace to manufacturing" and remove "conclusion not yet available". (B)(4).